Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient weight was described as between (B)(6) lbs. Operator not trained. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, not trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, upon firing the clip it was noticed that it grabbed some other tissue than just the arterial. A cut down was performed, using a scalpel, the clip was removed from the patient's anatomy and the arteriotomy was sutured. A hematoma was noticed, of approximately one inch and manual compression was applied. There was no adverse patient sequelae. The physician indicated that he possibly did not make a large enough incision (nick & spread) prior to introduce the starclose se device in the arteriotomy. Though requested, no additional information was provided.